Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had received blood glucose (bg) levels in the 520-595 range. The customer changed the infusion site and delivered a bolus to address the high bg level. The customer then reverted to using insulin injections to manage diabetes. The customer indicated that the high bg levels started after the healthcare provider changed the basal setting from 1.1 u/hr to 1.2. The customer also thinks that the pump had not been delivering the precise amounts of insulin. Tandem technical support had the customer perform a system check using the current supplies and the pump was found to be functioning as expected.